Event description:
The implantable neurostimulator (ins) was noted to be at end of life. They performed a longevity calculation to estimate the ins battery life. The longevity calculation was 22 months based on current settings; this seemed appropriate based on the ins implant date. It was noted that impedance measurements on the #8 contact were greater than 10,000 and less than 50 between contacts 12 and 14; otherwise all impedance measurements were within normal limits. The pt was beginning a new project at work and was going to schedule a replacement as soon as she was able.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.